Event description:
Avid medical is the manufacturer of a custom procedure tray, adco025-22 - general laparoscopy pack that includes the following component: gauze, 4 x 4 16ply xr , vendor part # gs-4416-7s manufactured by a plus international inc. Avid medical received complaint on (B)(6) 2019 originated by debra bol at condell medical center stating that a blue radiopaque string in the raytec sponge detached from gauze while inside the patient during a laparoscopic case. The complaint component was not available for evaluation, however a photo was available. Avid medical issued formal complaint # 190400036 to the manufacturer a plus international inc. No patient injury was reported, and no additional treatment was required.